Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that: "hospital will not release x-rays. Stem was well fixed, the cup was in a position that caused impingement. The cup was replaced in proper alignment and worked well."